Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing confirmed the reported device failure to pass its internal self-test. Based on all available evidence and complaint investigations of a similar nature, the reported device failure to pass its internal self-test was due to contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and failed to start ventilation. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device alarmed and failed to start ventilation. There was no patient injury reported as a result of this incident.